Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), pelvic pain ('pain'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)'), pregnancy with contraceptive device ('pregnancy'), cerebrovascular accident ('neurological conditions or problems type: stroke') and cholecystectomy ('surgery (other) type of surgery gallbladder removed') in a 36-year-old female patient who had essure (batch no. 825844- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity. Concomitant products included tizanidine since 2017. In (B)(6) 2008, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 9 years 2 months after insertion of essure. In (B)(6) 2018, the patient experienced cerebrovascular accident (seriousness criterion medically significant) with brain oedema and visual impairment. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain") and vulvovaginal pain ("vaginal pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent cholecystectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic right, unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, cerebrovascular accident, cholecystectomy, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal distension, abdominal pain and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, anxiety, cerebrovascular accident, cholecystectomy, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion; on (B)(6) 2008: bilateral occlusion. Bilateral corneal identified. Stents in place bilaterally. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), pelvic pain ('pain'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)'), pregnancy with contraceptive device ('pregnancy'), cerebrovascular accident ('neurological conditions or problems type: stroke') and cholecystectomy ('surgery (other) type of surgery gallbladder removed') in a 36-year-old female patient who had essure (batch no. 825844) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included morbid obesity. Concomitant products included tizanidine since 2017. In (B)(6) 2008, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In march 2009, the patient experienced abortion spontaneous (seriousness criterion medically significant). In january 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In january 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 9 years 2 months after insertion of essure. In (B)(6) 2018, the patient experienced cerebrovascular accident (seriousness criterion medically significant) with brain oedema and visual impairment. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain") and vulvovaginal pain ("vaginal pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), underwent cholecystectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic right, unilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, cerebrovascular accident, cholecystectomy, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal distension, abdominal pain and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, anxiety, cerebrovascular accident, cholecystectomy, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on 24-apr-2008: total bilateral occlusion; on 28-apr-2008: bilateral occlusion. Bilateral corneal identified. Stents in place bilaterally. Bilateral occlusion.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant drug , medical history and laboratory data were added. Updated suspect drug indication. Events perforation (fallopian tube), pregnancy (stillbirth or miscarriage), pregnancy , neurological conditions or problems type: stroke, surgery (other) type of surgery gallbladder removed, swelling in my brain that affected, vaginal bleeding, menorrhagia, device ineffective, anxiety, depression, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, gastrointestinal or digestive system condition type: bloating, abdomen pain and vaginal pain added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff had surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.